Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate results when using the control solution. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The patient mentioned that on an unspecified time and date she tested oh her meter using the control solution and the meter read 106 and also gave an "err". It is unknown whether the patient attempted to test her blood glucose at that time. At an unspecified time after the alleged issue began, the patient developed "high blood sugar" symptoms. It is unknown on what exact symptoms the patient experienced. The patient denied receiving any medical treatment or contacting her physician for assistance. The patient was using the correct control solution. The test strip vial was not cracked or broken. The test strips were in good condition and not expired. The control solution was not past the discard date and was not expired. The test strips failed using the control solution with the customer care advocate (cca). The products were replaced. The complaint is being reported since the patient that due to the failed control test, she later developed symptoms suggestive of a serious injury.